Event description:
Additional information received from the customer: the surgeon fired the stapler but was unable to view the distal end when firing. The stapler fired properly but when opened, malformed staplers appeared at the distal end. The lobar artery was severed. Staff detached the intuitive robot and opened the patient to access the lobar artery. Surgeon sewed the artery closed. The patient was administered a blood transfusion due to blood loss. Loose staples fell into the patient and were not recovered. There was no additional tissue loss, no blood loss over 500cc, and the surgical time was not extended by over 30 minutes.

Manufacturer narrative:
Visual inspection of the cartridge revealed that the reload was fully fired with the interlock engaged. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument idrive ultra powered handle 1 and endo gia adapter standard for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, and articulated properly without difficulty. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload.

Event description:
According to the reporter, during a left robotic lobectomy the distal end of the staple line (last row) did not form. The unformed staples are in the cartridge that will be returned. The patient was opened up so the surgeon could suture the vessel to correct the issue. No reinforcement used. The procedure was extended by 20 minutes.